Manufacturer narrative:
The unit will not be returned to the MFR for investigation based on this event. A product return was requested. The reported condition of the device turning on by itself cannot be confirmed without the product being available for eval. A f/u report will be submitted after a quality investigation is completed if the product becomes available.

Event description:
It was reported that the device started on its own during an arthroscopy procedure. The case was completed successfully with another device without a procedural delay. There was no medical intervention. There were no adverse consequences reported as a result of this event.